Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that a pump disconnect alarm was recorded in the event log, but the patient did not recall the event. It was reported that the pump was reconnected quickly before the audio alarm could be triggered. Add'l info indicated that the patient was having frequent pump stops and a possible percutaneous lead fracture was suspected.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.